Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-03967. A review of the device¿s repair history was reviewed which indicated the device was purchased on february 2, 2020 with no previous repair history. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential cause of the reported event could be attributed to, the subject device was used with foreign objects such as dust/soil or chemical liquid residue adhered to the electrical contacts of the connector to the 180 series videoscopes or accidental failure occurred on the board to detect the connection to the 180 series videoscopes. Olympus will continue to monitor the field performance of this device. To mitigate the risk of damaging the terminals of the video connector, the instructions for use provides the following: do not clean the videoscope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center.

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that during preparation for use, the device when paired with several scopes were found to only display color bars and no video image, indicating the problem was identified to be with the video system center. There was no patient injury reported.